Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2005 an apogee was implanted. It was reported that on (B)(6) 2011 a revision surgery was done due to extrusion of the mesh, "with folding and granulation tissue." Estrogen medication was also used. The event was reported as resolved on (B)(6) 2011.